Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product had a case of a retained suture ring post lead explant. It was reported that the patient presented with pain and swelling at the right subclavian incision site. Also, the foreign object found in the site appeared to be a lead suture ring. There were no additional adverse effects reported. The product was explanted.